Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inhibition of pacing due to myopotential oversensing. No changes were reported. There were no patient consequences.